Event description:
A patient reported experiencing inaccurate high results with a otu meter. The patient's blood glucose results were 299 mg/dl vs. 182 lab (meter was venous as well and it was explained to the customer that the meter is not proved for venous). Tests were done within 10 minutes with a difference of 26%. Patient did not experience any adverse events. No further information has been reported.